Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however outer tubing overlay breached cut, lead damaged at implant, and blood was noted on outer tubing overlay and helix mechanism; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, there was low impedance and the lead was noted to be damaged during implant of a competitor atrial lead. The lead was not used. No patient complications have been reported as a result of this event.